Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been restarted and was completely frozen. A field service engineer found that the c drive had become full, and the database was also stored on that drive, so the procedure from knowledge article (ka) - proper datasync procedure & how to place new db in es station was followed to drop and recreate the database as needed based on the stations synchronization status. The database synchronization service and the maintenance service were stopped and disabled. In sql server management studio (ssms), the database was detached after all connected sessions were closed. The database engine properties were reviewed, and the default locations for data, log, and backup files were updated to point to database. All four database files were moved from their original locations on the c drive to d drive, and the original files were removed afterward. The database was then reattached in sql server management studio (ssms) using the file from the new location, and the configuration within sql server management studio (ssms) was reviewed to ensure alignment with the updated database paths. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis unit froze when staff attempted to resolve a drawer failure. The system had been restarted, powered off, and powered back on, but the screen remained completely frozen. There were no adverse events or injuries reported based on this event.